Manufacturer narrative:
This is three of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13424, 2015691-2020-13425, (B)(4).

Manufacturer narrative:
The 26mm commander delivery system was returned inserted through full loader assembly and partially through the 14f esheath. Visual inspection of the returned device was performed, and the following was observed: kink on flex shaft observed approximately 0.5" away from flex tip and flex tip gouges observed. Device-related photos and procedural imagery were provided by the site and the following was observed: cine imagery shows valve and delivery system exiting through torn sheath within the patient anatomy, valve crimped on crimp balloon with kink seen just below the flex tip and exposed through torn sheath liner, and valve flipped backwards with proximal end of inflation balloon folded over. No functional testing was performed. The complaint was confirmed through visual inspection. No dimensional inspection was performed. The complaint was confirmed through visual inspection. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that could have contributed to this complaint event. A review of lot history revealed no other complaints related to the reported kinked delivery system. A review of complaint history on confirmed device complaints (returned and no product returned) from september 2019 to august 2020 revealed the following for the commander delivery system (all models and sizes) for the reported kinked delivery system. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The following instruction for use (IFU) and training manuals were reviewed for guidance and instruction on device preparation: IFU for commander delivery system with sapien 3 ultra, device preparation manual and procedural training manual. Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged.  If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported kinked delivery system was confirmed through visual inspection of the returned device. However, no manufacturing non-conformance were identified during the investigation. In addition, based on review of compliant history, lot history, and DHR, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigation support that the device has proper inspection in place to detect issue related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the complaint description, ¿there was resistance with advancing the system¿. The interaction between the delivery system and the sheath could have led to the application of higher push force needed to over come the reported event of resistance. Sequentially the potential excessive manipulation when used in troubleshooting the reported resistance may have led to the kinking of the delivery system. Furthermore, the observed damage to the sheath may be indicative of difficulties or excessive manipulation used to advance the thv through the area. The location of the kink on the sheath shaft and kink on the delivery system flex shaft indicates that the kinks may have formed in response to device troubleshooting maneuvers. Available information suggests that procedural (devices manipulation/push force to troubleshoot resistance) factors may have contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defects were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required.

Manufacturer narrative:
This is three of three manufacturer reports being submitted for this case. UDI (B)(4). Investigation is underway.

Event description:
As reported, during insertion of a 26mm sapien 3 ultra valve and 26mm commander delivery system into a 14fr esheath, there was resistance with advancing the system. It appeared that the sheath was being pushed back out of the patient. It was found that the valve had perforated through the sheath. The physician cut a skin track and lifted the all the devices out of the patient. A  second 26mm sapien 3 ultra valve and 26mm commander delivery system was used with a16fr esheath successfully. The skin track was sutured and the patient is stable. Per the device pictures received, there was a sheath liner tear, liner strand, damage to the valve frame and kinked delivery system.